Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date while inspecting the instruments after the decontamination process that the two instruments were damaged. The one (1) depth gauge tip was missing and one (1) reduction forceps with points broad-ratchet was not holding when the forceps is closed. There was no patient involvement. This report is for one (1) depth gauge for 2.0mm and 2.4mm screws. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a review of the device history record. Device history lot: part number: 319.006. Synthes lot number: ft00417. Supplier lot number: n/a. Release to warehouse date: 15 mar 2017 . Expiration date: n/a. Supplier: (B)(4) llc. No ncrs were generated during production. Device history batch null, device history review review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. H3, h6: investigation summary: it was reported that on an unknown date, while inspecting the instruments after going through the decontamination process, it was noticed that the two instruments were damaged. The one (1) depth gauge tip was missing and one (1) reduction forceps with points broad-ratchet was not holding when the forceps is closed. There was no patient involvement. Investigation flow: damage. Visual inspection: visual inspection performed at customer quality (cq) showed the needle broke off at juncture between the needle and slider. The needle portion as not returned. Additionally the protection sleeve was not returned. A device failure was identified. Dimensional inspection: a dimensional analysis could not be performed as needle portion was not returned. Document/specification review: the following drawings were reviewed: -depth gauge for 2.0/2.4 mm screws: 319_006 rev n/l. Based on the review of the above drawings, no design issues contributing to relevant complaint condition were identified. Conclusion: no definitive root cause was able to be determined as the circumstances surrounding the complaint are unknown. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.